Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system stuck at 00:00. Upon some functional test, fse found the fault is with the geo pc. Fse replaced the geo pc and reloaded the software. After the replacement of the geo pc, the system returned to use in good working order. The defective part was returned for analysis and failure was not confirmed, and malfunction of geo parts are not available. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.